Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker previously had 6 years remaining longevity. During the recent device check, the device had a 2.5 years longevity. Boston scientific technical services (ts) verified programming changes made since last check and calculated longevity which indicated 8.4 years remaining before elective replacement time (ert). Also, ts discussed possible relation to the binning of device longevity data and longevity display and provided options. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information obtained from the field which indicated that the device was explanted due to upgrade. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.